Manufacturer narrative:
(B)(4). The patient underwent quadricep tendon repair and reinsertion of tendon due to rupture of quadriceps left tendon. The patient received analgesic with paracetamol and tramadol and anticoagulation with lovenox 0.4 ml. Three weeks following treatment with placement of dressing, there was a favorable evolution of the wound.

Manufacturer narrative:
(B)(4) ¿ infection occurred. Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a quadricep tendon repair on (B)(6) 2014 and suture was used. Forty two days after the procedure, the patient experienced a purulent discharge at 1 point of the subcutaneous suture on a scar on the quadriceps. A thread of the suture had been discovered in an orifice. This incident led to a disunity of the scar. A sorbact dressing was provided. Additional information has been requested.